Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was suspected failure with the cardiac resynchronization therapy pacemaker (crt-p) feature that monitors the pacing amplitude threshold and adjusts the outputs. The feature increased the left ventricular (lv) lead threshold value since the time of implantation in a patient with premature ventricular contractions (pvc) spasms, and high lv lead threshold continued. Since manual measurements showed a stable threshold, suspected failure due to arrhythmia could not be completely ruled out. As the feature had a high output setting and a great effect on the battery, the feature was temporarily changed to monitor, and the lv output was changed. The crt-p and lv lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was suspected failure with the cardiac resynchronization therapy pacemaker (crt-p) feature that monitors the pacing amplitude threshold and adjusts the outputs. The feature increased the left ventricular (lv) lead threshold value since the time of implantation in a patient with premature ventricular contractions (pvc) spasms, and high lv lead threshold continued. Since manual measurements showed a stable threshold, suspected failure due to arrhythmia could not be completely ruled out. As the feature had a high output setting and a great effect on the battery, the feature was temporarily changed to monitor, and the lv output was changed. The crt-p and lv lead remain in use. No patient complications have been reported as a result of this event. It was further reported that the pacing threshold measurement may have been poor due to the differences between the manual and automatic measurements. It was unable to be confirmed that the device feature for threshold amplitude adjustments failed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.